Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue/location was suturing when pull-off occurred? Posterior vagus. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This medwatch report is in response to receipt of maude event report mw5100781.

Event description:
It was reported that a patient underwent a laparoscopic nissen fundoplication and gastrostomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture and needle separated. It was immediately retrieved with no patient injury. Additional information was requested.